Event description:
It was reported by service report that the jack was not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Replacement part ordered through customer service.